Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer identified the leak after performing the shutdown process on the analyzer. The leak was described as less than 1 ml of clenz dripping from the secondary aspiration probe, overnight. The fluid leak was contained within the blood sampling valve (bsv) drip pan. There were no error messages generated in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse confirmed the leak as approximately 4 ml of a mixture of clenz and diluent. The operator was wearing personal protective equipment of gloves, eye protection, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from the check valve at the back of the aspiration pump. The fse replaced the check valve resolving the leak.